Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the device manufacture and expiration dates cannot be determined. However, it was reported that the device was not used past expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure for vault suspension performed on (B)(6) 2019. According to the complainant, during the procedure, when deploying the device through the patient's left side, the dart broke off from the suture. The detached dart was not found and was assumed to be left inside the patient. No x-ray was used to help locate the detached dart, and the capio slim device was not investigated to see if the dart remained inside the device. Reportedly, the patient was informed at the end of the procedure that the dart could not be located and may have been left inside her. The procedure was then completed with the same capio slim device and another capio suture.